Event description:
It was reported that during post-dilatation of a promus stent in the calcified left anterior descending artery, the 2.5 x 12 voyager nc balloon ruptured at 14 atmospheres during the first inflation. The dilatation catheter was removed from the anatomy and a 2.5 x 12 non-abbott balloon was used to complete post-dilatation. There was no adverse patient effect or significant clinical delay in the procedure. Reportedly, the dilatation catheter was not prepped per the instructions for use prior to use in the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the catheter noted blood and contrast visible on the shaft consistent with handling. There was contrast in the inflation lumen and in the loosely folded balloon consistent with preparation. There was a bend in the hypotube 1 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. An indeflator, filled with water, was used in an attempt to pressurize the balloon but the balloon would not pressurize. After the catheter was left pressurized to dissolve the contrast in the inflation lumen, fluid was observed leaking at a pinhole in the balloon over the distal marker. There was a 1 mm scratch in the balloon distal to the pinhole. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Additionally, the lesion was calcified and the balloon was used to post dilate a stent, which likely contributed to the reported difficulty. The balloon material likely became damaged (scratched) from interactions with the implanted stent and/or the calcified lesion such that the balloon ruptured upon inflation at 14 atmospheres which is below the rated burst pressure (rpb). To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. It was reported the voyager nc balloon was not soaked prior to use. It should be noted the voyager nc instructions for use states to submerge the balloon in heparinized normal saline during balloon preparation to activate the coating. It does not appear that the failure to soak the balloon prior to use contributed to the reported rupture. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency.